Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0225897190 implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the cause of the issue/pain and discomfort in the legs following implant was unknown. It was reported that the conformity and the functioning of the products had never been questioned.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc lot#: 0225897190 serial#: implanted: on (B)(6) 2023; explanted: on (B)(6) 2023; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration via an implantable pump. It was reported that the patient was an 11 year old girl with dystonia and spasticity. The patient received a new implantation of a catheter and pump. Refer also to MFR report#: 2182207-2023-00430 regarding a prior event. The starting pump dose was 70 mcg/day with some effectiveness. The dose was increased after two to three days to 77 mcg/day and the patient complained of leg pain. Additional information was later received from a foreign healthcare provider via a company representative on 2023-mar-21. The day after implant the dose was increased from 70 mcg/day to 77 mcg/day and the patient experienced discomfort and pain in her legs. The physician made several dose changes and monitored for two weeks to see if the problem persisted. The patient also underwent an MRI (magnetic resonance imaging) which provided no explanation. Due to the patient's discomfort, it was decided to explant all the material again and permanently on (B)(6) 2023. The patient was better and no longer complains of pain.